Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat a 6.5mm in diameter and 15mm in length benign stenosis in the main trachea during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, when the deployment suture was pulled, it became stuck, and the stent was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the stent was used to treat benign stenosis. However, per the ultraflex tracheobronchial stent system instructions for use (IFU), the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. The device is not indicated for the treatment of benign stenosis.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat a 6.5mm in diameter and 15mm in length benign stenosis in the main trachea during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, when the deployment suture was pulled, it became stuck, and the stent was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the stent was used to treat benign stenosis. However, per the ultraflex tracheobronchial stent system instructions for use (IFU), the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. The device is not indicated for the treatment of benign stenosis.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex tracheobronchial covered distal stent was received for analysis; the delivery system was not returned. Visual inspection was performed, and no problems were noted with the stent. Product analysis did not confirm the reported events of stent partially deployed and stent deployment suture knotted. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the ultraflex tracheobronchial stent was to be implanted to treat a benign stenosis. However, the IFU states, "the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." There is no indication of what the customer reported because only the stent was received without any visible problems. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.